Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm or motor position encoder error alarm during test noted. Motor passed motor test. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have a high blood glucose level of 476 mg/dl. Customer treated her high blood glucose with bolus. Customer's blood glucose at time of call was 195 mg/dl. During troubleshooting, found 2 motor error alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced. Customer will not be returning the device for analysis.